Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Additional information provided: post-op the surgeon is experiencing a very high rate of reaction/rashes post-operatively around week two-three weeks with patients. He is a longtime prineo user in the plastic surgery space. He stated that patients are a mix of repeat prineo patients and new patients. Procedure mix breast and tummy tucks. He said his practice is currently managing approximately ten patients that have experienced rashes. Additional information has been requested and received. Understand you¿re seeing reaction anywhere from 4-5 days post-operatively to 2-3 weeks out. When do you typically remove prineo post-operatively? We try to keep the tape on for 3 weeks. When we remove the product, we are diligent to use detachol(tm) to remove glue residue. We instruct the patients to also use googone(tm) at home then soap and water. The glue has a tendency to run a great distance while drying if the team is less diligent in application. Any differences by procedure type? We are seeing reactions for all of our procedures: breast reductions, lifts, reconstructions, tummy tucks. The highest prevalence is in abdominoplasties as of late. Any changes as far as post-op care? We have not changed anything as of late. We have just noticed a severe uptick in allergic reactions. We had 12 in the month of january. What type of dressing(s) do you currently use, if any, over top of prineo? Simple dry sterile gauze (abd pads), then an abdominal binder or surgical bra. Nothing else. Patients are allowed to shower when ready. They apply absolutely no topicals or lotions. Do you have a protocol in place pre-operatively to identify any potential known hypersensitivities to the following: pressure-sensitive adhesives (adhesive bandages, athletic tape, first-aid tape, etc.). Benzalkonium chloride (cosmetics, cleaning wipes, antibacterial adhesive bandages, etc.). Formaldehyde (paints, varnishes, industrial adhesives, etc.). Cyanoacrylate (glues, false eyelashes, false fingernails, etc.). Yes, we specifically ask them all of these questions in their intake prior to being seen. I personally ask in the pre-op area prior to surgery. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure plastic surgery procedure on an unknown date in 2023 and topical skin adhesive was used. Post-op, the surgeon stated experiencing reaction/rashes post-operatively around week two-three weeks with patient. Treated with prescription medication. Additional information has been requested.